Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary won't turn on, it had black screen and chirping sound. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that the system was unable to power on. A field service engineer performed extensive troubleshooting and swapped various parts until the issue was identified. The engineer then replaced the retractor band, which resolved the problem. The system functioned as intended after the field service engineer repaired the device.